Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). A revision surgery was performed, during which it was noted that the pump had migrated up as a result of a kinked tubing. The physician adjusted the tubing and the device was able to cycle again. However, the cylinders and the pump were removed and replaced to prevent the tubing from returning to its previous kinked position. The reservoir remains in service as the physician did not think it was related to the inflation issues. No patient complications were reported.